Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons were under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2016 with the following findings: during a visual inspection of the pump, no damage was found to the keypad. During testing, all of the buttons responded properly to user presses. The keypad cover was removed, and no contamination or damage was found to the button contacts. The complaint was not duplicated, and no defect was found.